Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the docking station power cord was discovered to be burnt. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed thermal damage to the power cord. It is suspected that fluid may have been spilled on the power connection, which can result in an electrical short and thermal damage to the power cord. The device was repaired and returned to use.